Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, there was air present in the patient line which is known to cause the alarm. The reporter stated that there were bags removed and replaced, prior to the alarm, but after the setup/connections were already completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Multiple sections warn the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the home patient (hp) had a low drain volume alarm on the homechoice (hc) device during the initial drain, while the hp was connected. The registered nurse (rn) stated that the connections for the supply and extraneal bags were mixed up, after being set up by the daughter of the home patient (hp). The rn then corrected the setup by removing the extraneal bag from the supply line, reconnecting it to the final line, and removing the supply bag from the final line, reconnecting it to the supply line. The rn also stated that they saw air in the patient line. The technical service representative (tsr) advised the rn not to switch bags once they are connected to the cassette and to start over with new supplies if a bag is incorrectly connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.